Event description:
The customer called into technical support (ts) reporting that the device displayed alarm led failed error message during patient use. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no adverse reaction from the patient involved. There was no delay to therapy nor medical intervention. Replacing the device was reported due to this failure. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards.